Event description:
Customer called to report that dried blood was found underneath the first tray of the coulter lh750 hematology analyzer slidemaker. The field service engineer inspected and ran several cycles on the instrument, but was unable to find the source of the leak. The fse found that the leak produced a few drops every 24 hours. The fse re-tubed the backside of the dispense module, replaced the check valves and y-fittings, replaced the rinse block tubing, and cleaned the area below the dispense module. The service described above appears to have resolved the leak issue as customer has not called back to report further leaking. Customer stated that no one was affected by the fluid leak.

Manufacturer narrative:
The root cause of the instrument issue could not be determined; however, the repairs and adjustments listed in section b5 effectively resolved the issue. (B)(4).